Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the touch screen does not work anymore; intermittent problem with touch; touch screen freezes. The customer reported there was no patient involvement.